Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the devices were reviewed by depuy melbourned and deemed the root cause to be attributed to wear and tear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A crack has developed in an lcs rp trial insert from the instrument kit. Spd department is unable to sterilize.